Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot/serial number conforms to all applicable product specifications. H3 other text : device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) had no output. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) had no output. No patient involvement.